Event description:
Per the surgeon's report, the electrode array lead of the patient's device extruded into the external auditory canal. The device was explanted and the patient was reimplanted with a new device on the same day.

Manufacturer narrative:
.